Event description:
It was reported that high impedance was detected on this patient's device less than three months after being implanted. System diagnostics were within normal limits on date of implant surgery. The company representative indicated that the patient was highly functional and that she didn't believe that he would manipulate the device. The manufacturer's device history records of the lead were reviewed. The device passed all functional and quality tests prior to release. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported that the physician did not know what had caused the high impedance but did not suspect patient manipulation. The patient underwent x-rays but the radiologist did not identify any lead discontinuities. The review indicated that there was no evidence of complication of the left chest vagal nerve stimulator. No further relevant information has been received to date. No known surgical intervention has occurred to date.